Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had atrial pacing lead impedance out-of-range condition and atrial tachy response (atr) episodes demonstrating atrial flutter with associated noise. While on the procedure table preparing for a watchman procedure, the patient experienced a cardiac arrest. Device review showed no stored episodes other than the ongoing atrial flutter. A decrease in intrinsic atrial amplitude was also observed at the time of the event; however, the patient had a history of chronic atrial flutter. The device remains in service. No adverse patient effects were reported.